Event description:
Procedure performed: general surgery. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Translation: the user returned for complaint 2 clippers with ref no. (B)(4) and lot no. 1490524.the clippers after 2,3 shots did not feed the clips, they jammed. The clippers are available for pickup at the [hospital]. Additional information received from applied medical representative via complaint form on 29nov23: first of used clip applier didn't serve the clips, theye weren't set in the jaws properly, after few jaws activations they appear but didn't close properly - clips fell from the vessel. The trigger was difficult to move. They opened another one and it happened again so they decided to use different clip applier for the safety of patient. Both clip appliers were from the same lot, they only introduce the first one into the patient body. After opening another one and checking it before introducing they decided to try with another device. No (clinical impact to the patient), they used different product. Additional information received from applied medical representative via email on 30nov23: the clip was on a vessel. The clip loaded fully into the jaws upon actuation at the beginning and then not anymore. The trigger was pulled "plastic to plastic". The surgeon did not fully skeletonize the vessel prior to using the clip applier. The surgeon did not use the clip applier to skeletonize tissue. The clips were closing and falling out, then they weren¿t able to load and close patient status: safe. Intervention: device was replaced.

Manufacturer narrative:
The event unit was returned to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4) was included in the recall.

Event description:
Procedure performed: general surgery event description: (B)(4). Translation: the user returned for complaint 2 clippers with ref no. Ca500 and lot no. 1490524.the clippers after 2,3 shots did not feed the clips, they jammed. The clippers are available for pickup at the [hospital]. Additional information received from applied medical representative via complaint form on 29nov23: first of used clip applier didn't serve the clips, they're weren't set in the jaws properly, after few jaws activations they appear but didn't close properly - clips fell from the vessel. The trigger was difficult to move. They opened another one and it happened again so they decided to use different clip applier for the safety of patient. Both clip appliers were from the same lot, they only introduce the first one into the patient body. After opening another one and checking it before introducing they decided to try with another device. No (clinical impact to the patient), they used different product. Additional information received from applied medical representative via email on 30nov23: the clip was on a vessel. The clip loaded fully into the jaws upon actuation at the beginning and then not anymore. The trigger was pulled "plastic to plastic". The surgeon did not fully skeletonize the vessel prior to using the clip applier. The surgeon did not use the clip applier to skeletonize tissue. The clips were closing and falling out, then they weren¿t able to load and close patient status: safe intervention: device was replaced.